Manufacturer narrative:
(B)(4). The customer initially reported a failure to discharge with this device. It was later learned that the symptom occurred during a cardioversion. There was no report of negative pt impact. Philips personnel investigated this issue with the customer and it was determined that the users did not press and hold the shock buttons long enough to discharge energy on the "r" wave. Users are required to press and hold the buttons until the next r wave is detected. There was no report of failed operational checks and the device was returned to use. This is a use issue related to sync cardioversion.

Event description:
The customer initially reported a failure to discharge with this device. It was later learned that the symptom occurred during a cardioversion. There was no report of negative pt impact.